Manufacturer narrative:
The reported event could be confirmed since the x-rays were provided for investigation. The device inspection was not possible as the product was not returned for investigation. Since x-rays was provided, the opinion of the medical expert was requested and stated as following: the x-rays can confirm the reported events. The stryker/tornier long stem rhs prosthesis is implanted in a proper fashion. From the information at hand, the medical expert cannot find any irregularity that would explain the repeated disengagement of the radial head component. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient had a revision. The patient was initially doing well post-operatively and denies any injury or trauma. The patient presented to a routine follow up visit and was noted to have complete dissociation of the head from the stem. At the time the patient was noticing some mechanical symptoms, but denies an acute episode. We discussed revision vs. Removal and the patient and family elected to proceed with exploration and revision. Revision surgery was performed. At the time of surgery, the stem was well fixed and in good position, we placed a larger head and it snapped onto the stem appropriately. The patient was initially doing well, again with multiple follow ups showing stable prosthesis, but then returned to the office when they felt something didn¿t feel right. The patient denies an acute event or injury. Radiographs showed that the head had once again dissociated from the stem. The patient was taken back to the operating room where the entire prosthesis was removed and they was left with radial head excision.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient had a revision. The patient was initially doing well post-operatively and denies any injury or trauma. The patient presented to a routine follow up visit and was noted to have complete dissociation of the head from the stem. At the time the patient was noticing some mechanical symptoms, but denies an acute episode. We discussed revision vs. Removal and the patient and family elected to proceed with exploration and revision. Revision surgery was performed. At the time of surgery, the stem was well fixed and in good position, we placed a larger head and it snapped onto the stem appropriately. The patient was initially doing well, again with multiple follow ups showing stable prosthesis, but then returned to the office when they felt something didn¿t feel right. The patient denies an acute event or injury. Radiographs showed that the head had once again dissociated from the stem. The patient was taken back to the operating room where the entire prosthesis was removed and they was left with radial head excision.